Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her sensor glucose reading was 110 mg/dl but her blood glucose level was 45 mg/dl. The sensor had a bent cannula and it was a bit bloody. The insulin pump kept alarming lost sensor. The transmitter did not blink when connected to the sensor. The device was not returned.